Event description:
According to the reporter: in one hour of use, an abnormal high pitch sound was heard and cutting was not able to be done. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).